Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical (B)(6) custom 6.5 u/c standard tracheostomy tube was in use with a patient at the hospital. The reporter stated the device "appeared to be moldy". Subsequently, a tube change out was required. There were no adverse patient effects.